Event description:
It was reported that the user could not fully insert the cartridge or attach the connector to the ilet, and upon guided troubleshooting the user observed molded plastic obstructing the piston area, while the same cartridge and connector functioned correctly in a demo ilet. Symptoms included no reported adverse clinical effects. Outcomes included continued cgm use on phone or receiver while awaiting a replacement device. Investigation included guided user troubleshooting, verification of proper rewind steps, and cross-checking the cartridge and connector on another ilet to isolate the issue to the reported device. Investigation of this case revealed a device mechanical interference at the piston area consistent with a component fit or molding defect that prevented connector engagement. It was concluded, based on previously established findings for similar reports, that the cause was a device manufacturing or assembly issue affecting the pump mechanism housing.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.